Manufacturer narrative:
E.1 added initial reporter phone number as it was omitted from the initial report that was submitted. H.6 code e0601 was reported incorrectly on the initial report that was submitted. A new code was added. Investigation summary: no product was returned. Tachycardia, paroxysmal atrial fibrillation: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hypertension: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. The device history review was completed and the device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced hypertension, atrial fibrillation, and tachycardia. An echocardiogram confirmed the pump was positioned deep. The pump was pulled back but met resistance. After multiple unsuccessful attempts the pump was explanted and exchanged for a new impella 5.5 pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.